Manufacturer narrative:
Unit not returned, facility unk. Unit not returned for eval; a DHR review was done on all 2012 lots - there is no indication of a mfg error; historically a bent needle indicates either off-label usage or excessive side-loaded pressure.

Event description:
Needle bent (apparently when doctor redirected the needle without drawing it).